Event description:
It was reported that; upon final tightening the oasys transverse connector, the clip split and was no longer usable. Both clips failed in the same way. Both have the same lot code. Doc was able to use other clips from another connector and they worked perfectly

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed and no manufacturing anomalies were reported. Materials analysis was performed and no manufacturing or material defects were found. No further information was available as to if the connector was previously damaged and since the recommended torque of 3 nm was not reached. Conclusion: the plausible root causes could be a previous damaged connector and/or a torque wrench that was not working properly, therefore the cause is not determined and multifactoral.

Event description:
It was reported that; upon final tightening the oasys transverse connector, the clip split and was no longer usable. Both clips failed in the same way. Both have the same lot code. Doc was able to use other clips from another connector and they worked perfectly